Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 56,966 joules during a prostate procedure. It was also reported that there was diminished tissue vaporization. The procedure was completed with a second fiber. No pt or end user injury was reported.